Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented over merlin.net via transmission showed episodes of ventricular fibrillation due to noise on the ventricular channel. Upon revision it was found that left ventricular lead was connected in the right ventricle channel. The device was explanted and replaced. Leads were reconnected and no noise signals were noticed in the right and left channel. Patient is in good condition.